Event description:
Caller reported an error with their cgm, identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by guiding the caller through a complete pump reset, resolving the issue as the error code did not reappear, and the caller successfully started their sensor session.